Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore leaked after use. The following information was provided by the initial reporter: leak through.

Manufacturer narrative:
H6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used q-syte unit without packaging. In addition, one photograph was submitted which displayed a q-syte unit in a plastic bag. A visual microscopic evaluation was performed on the unit. Damage was not observed on any of the external areas of the unit. A water leak test was performed where leakage was observed in the actuated position. Further evaluation showed the source of leakage was coming from the vent hole due to a column wall tear. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the septum can occur from a burr on the tolling, sharp edge incorrect station setup or probe misalignment. It can also occur in the user environment from incorrect usage or excessive actuations. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore leaked after use. The following information was provided by the initial reporter: leak through.